Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. The clip was deployed but the device cold be withdrawn. The safety release button was activated, unsuccessfully. The physician rotated the clip applier smoothly and the device could be withdrawn. Hemostasis was achieved with the device. There were no adverse patient effects. Though requested, no additional information as available.

Manufacturer narrative:
Device was received. Investigation is not complete.